Manufacturer narrative:
Product involved in incident was returned, but the test strips were expired. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is expired so retention samples were not tested. If meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving high readings. 594 at 4:16 pm which caused him to take insulin immediately, retested 6:27 got reading of 63 and retested again at 7:00 37. He believes meter was not accurate and he took too much insulin. Does not think his blood sugar would drop that low that quickly if the meter reading was correct. Ate food about an hour before incident. Controls not used. Replacing product.